Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "seroma-late and capsular contracture baker grade unknown" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/ or patient details are not attainable. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.

Event description:
Patient reported capsular contracture, baker grade unknown, and seroma for an unknown side. Healthcare professional reported biomarkers of alk- and cd30- with "sparse inflammatory cells; many represent cystic lesion." Results were "negative for malignancy." The device has been explanted.